Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose value was 13.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the internal power source was unable to charge. The customer experienced recurring power error within the last couple of days. The customer was able to successfully clear the alarm and complete the insulin pump rewind. The customer reported that the insulin pump was not been exposed to temperatures below 41°f (5°c). The customer stated that they remove battery and monitor the notification light did not stop flashing immediately. The device will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than consecutive minutes due to non-sleep anomaly software error.